Event description:
It was reported that following a routine cardiac catheterization procedure, a 6f angio-seal vip was used. The physician felt that when he pushed down the tamper tube to lock the knot, the tamper tube went into the artery. Later, the patient complained of leg pain. The pain had subsided and the patient went home. Four days later, the patient returned with leg pain and a cold foot. The patient was re-studied in the angio suite by a vascular surgeon who discovered that the angio-seal had embolized in the patient's leg. The patient was taken to the operating room for surgical removal of the angio-seal device. The patient was reported in good condition.

Manufacturer narrative:
One collagen-like mass (with an imbedded suture segment), consistent with components used in the 6f angio-seal vip device, was received for evaluation. The collagen-like mass, stained with a blood-like substance, was approximately 0.28" in its greatest dimension. The mass had a fibrous appearance with suture-like strands exposed on a portion of its surface. The mass was pulled apart; the structure and appearance were consistent with collagen used in the angio-seal device. Two suture segments were removed from the mass. The strands on all four suture ends were even, consistent with cutting. The appearance of two ends was consistent with the manufactured cut at the tail of the knot, and the user cut proximal to the knot. However, the appearance of the other two ends was consistent with a ragged cut and the knot/suture loop transition, severing the knot assembly into two pieces. The anchor was not returned, consistent with the ragged cut. The running suture was not positioned through the knot windings after the mass was pulled apart; it is unknown if the running suture was pulled from the windings prior to product receipt or during this functional testing. No other anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The IFU caution if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor patient (for at least 24 hours) for signs of vascular occlusion. The angio-seal instruction for use (IFU) should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.